Event description:
A baxter engineer reported a pump that turns off by itself. It is unknown when this occurred. There was no pt injury or medicat intervention necessary according to the hosp rep. No add'l info is available.